Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient woke with a low blood glucose (bg) of 56 mg/dl and while confused, inadvertently gave herself an infusion of 10.85units. Customer technical support (cts) reviewed history of pump and settings. Patient confirmed settings are correct. Bolus history shows the last 4 boluses were 0 of 0 units completed (since patient was low) with record 5 showing 1.1 of 1.1 units completed at 12:33 am, (B)(6) 2013 and record 6 at 12:31 am, (B)(6) 2013, 9.75 of 9.75 units completed; record 7 is another 0 of 0 units at 12:23 am, (B)(6) 2013 and patient's dinner bolus of 1.4 of 1.4 units at 8:39 pm 4/17/13. Remaining history review revealed nothing programmed or delivered unintentionally. Patient had already consumed 24 ounces of juice before calling. Her bg went to 44 mg/dl, then 47 mg/dl while on call. Cts assisted patient in determining how many carbohydrates she might need to eat to get bg to usual range of 80-112 mg/dl, and advised her to discuss low bg with physician. Her bg was 110 mg/dl at end of call. There is no allegation of pump malfunction. This complaint is being reported due to the patient experiencing hypoglycemia after the use error of inadvertently giving herself an infusion to correct for a bg that was already low.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: no defect found. No activity related to the issue observed in pump histories. No data in black box or download histories from time of reported inadvertent infusion due to continued use. Pump passed flow accuracy test and found to be delivering within the required specifications. No unprogrammed boluses occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.